Event description:
The patient reported that in 2007, she experienced a headache, nausea, rapid pulse, high blood pressure and was unable to stand or walk. She was taken to the emergency room and subsequently admitted to the hospital. She stated that her condition was diagnosed as symptoms related to "massive morphine withdrawal and clonidine withdrawal". Her symptoms included severe nausea, uncontrollable diarrhea, thrashing of legs, head, and arms, migraine headache, and extreme restlessness. She stated she was in the hospital on an unspecified intravenous infusion for 5 days to control fluid loss and muscle weakness. After discharge, she was given unspecified medication for anxiety and depression by her family hcp. She continued having tremors and was very lethargic, which continued for several months. The patient stated she was never informed what could happen if the pump "ran-out" of medication before the due date. The patient stated that the pump never warned her to be refilled. She never heard any alarms. That patient had the pump explanted in the next month, by her back surgeon. See manufacturer's report number: 3004209178-2007-02493. The patient's pump hcp had reported that the patient had a pump replacement due to low battery, but was not hospitalized and her dose was being decreased. The hcp stated that the new pump had been implanted in 2006 and was explanted as the patient reported that she didn't need the intrathecal morphine as even a small dose intrathecally made her somewhat somnolent. The hcp also stated that the patient felt there was something wrong with the pump although the hcp was not aware of any problems with the pump itself. The patient had gone elsewhere to have the pump explanted.